Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was over 600 mg/dl and current blood glucose level was 370 mg/dl. The customer was not admitted into the hospital as a result of high blood glucose. The customer did not experienced any symptoms related to the high blood glucose. Based on customer report customer does not allege pump was under delivering. Troubleshooting was not performed for high blood glucose. The customer was treated with the insulin pump an manual injection. The insulin pump will not be returned for analysis.